Event description:
It was reported the patient could not communicate with her ipg using either her programmer or charger. The patient stated her stimulation has not worked for approximately one year. The patient stated she had charged her ipg several times during the last year, but wasn't able to indicate the charging sessions were successful. The patient also stated she had fully charged her ipg approximately two weeks ago; however, she could not correctly identify to the sjm representative which indicator on the charger would light up when the ipg was fully charged. The patient was advised to meet with her physician.

Manufacturer narrative:
Correction/removal reporting: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.